Event description:
The pt reported feeling uncomfortable paresthesia. An advanced bionics representative performed device evaluation. The problem was confirmed. The pt will be implanted with a new advanced bionics spinal cord stimulator lead.